Event description:
Procedure: esophagogastrectomy. According to the reporter: in 2009, the general surgery professor arranged one case of total gastrectomy professor arranged one case of total gastrectomy (jejunal esophageal anastomosis) done by stapling the esophagus, jejunum end to side anastomosis; an excitation slit was found staplers are not formatted together. Upon replacement of the re-anastomosis stapler, the surgery has been completed smoothly. The patient involved without injury. The stapler did cut tissue, and a small amount of bleeding less than 50cc occurred which required the doctor to reanastomose with another stapler. Less than 20 was minutes added to the procedure.

Manufacturer narrative:
Date initial report sent: 10/22/2009.